Event description:
The device was use during a low anterior resection procedure. Reportedly, the anvil did not tilt and could not be removed. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hospital has reported the pt's condition is satisfactory.